Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout and was unable to clear the alarm due to unresponsive buttons. The customer also reported that the insulin pump alarmed unexpected restart when they removed and reinserted the battery and was also unable to clear this alarm. The customer was assisted with troubleshooting for the alarms. The customer's blood glucose level was 92mg/dl at the time of the incident. The customer stated that alarm did not occur during rewind/prime sequence. The customer was assisted in performing a self-test but it could not be performed because they were unable to clear the alarm due to the unresponsive buttons. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: all buttons functioning properly. No moisture/ damage/unlocked lcd keypad connector noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarm or audio/beep anomaly noted during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.